Event description:
It is reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
Eval summary: no surgical notes were provided, so it is unk if the proper surgical technique was followed. Additionally, no other info was obtained regarding the size/type of components used with this tibial plate, so it is unk if they are compatible. On the x-ray provided from (B)(6) 2011, there appears to be a slight lucency on the posterior aspect of the distal portion of the stem of the tibial component. Fit seems to be adequate in the ap dimension, however, ml fit is unk from the view shown. No further details can be obtained from this x-ray, as alignment of the tibial component cannot be determined from the view shown. Without add'l info, the exact cause cannot be conclusively determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.